Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. The procedure took 6 minutes. The consumer had a painful placement which lasted 2 days. In an unspecified date the consumer experienced increase or heavy blood loss during menstruation, incontinence, pain in vagina / twinges of pain in the vagina: it feels as though everything is hanging out down below, arthralgia, muscle pain, neuralgia, tiredness, insomnia, mood swings, memory loss, concentration problems, hair problems, tingling, and high muscle tension. Those events led her to social activities and happiness complaints. In an unspecified date she contacted her physician. She was treated with physiotherapy, manual therapy and sport massage. It was stated that complaints and problems were blamed on an accident she had essure removal was planned. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. She was planning to remove the devices. This event, seen as menorrhagia, is listed in the reference safety information for essure. Menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow up information received on 06-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 281 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. She was planning to remove the devices. This event, seen as menorrhagia, is listed in the reference safety information for essure. Menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since a surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (igz) on 04-aug-2016. The most recent information was received on 13-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('increase or heavy blood loss during menstruation') in a 42-year-old female patient who had essure (batch no. 810886) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), incontinence ("incontinence"), vulvovaginal pain ("pain in vagina / twinges of pain in the vagina: it feels as though everything is hanging out down below"), arthralgia ("arthralgia"), myalgia ("muscle pain"), neuralgia ("neuralgia"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), hair disorder ("hair problems"), paraesthesia ("tingling") and muscle tightness ("high muscle tension"). The patient was treated with surgery. Essure was removed. At the time of the report, the menorrhagia, procedural pain, incontinence, vulvovaginal pain, arthralgia, myalgia, neuralgia, fatigue, insomnia, mood swings, amnesia, disturbance in attention, hair disorder, paraesthesia and muscle tightness outcome was unknown. The reporter provided no causality assessment for hair disorder, muscle tightness and paraesthesia with essure. The reporter considered amnesia, arthralgia, disturbance in attention, fatigue, incontinence, insomnia, menorrhagia, mood swings, myalgia, neuralgia, procedural pain and vulvovaginal pain to be related to essure. Lot number: 810886 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz ¿ inspectie voor de gezondheidszorg on 04-aug-2016. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('increase or heavy blood loss during menstruation') in a 42-year-old female patient who had essure (batch no. 810886) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability and intervention required), incontinence ("incontinence"), vulvovaginal pain ("pain in vagina / twinges of pain in the vagina: it feels as though everything is hanging out down below"), arthralgia ("arthralgia"), myalgia ("muscle pain"), neuralgia ("neuralgia"), fatigue ("tiredness"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), hair disorder ("hair problems"), paraesthesia ("tingling") and muscle tightness ("high muscle tension"). The patient was treated with surgery. Essure was removed. At the time of the report, the menorrhagia, procedural pain, incontinence, vulvovaginal pain, arthralgia, myalgia, neuralgia, fatigue, insomnia, mood swings, amnesia, disturbance in attention, hair disorder, paraesthesia and muscle tightness outcome was unknown. The reporter provided no causality assessment for hair disorder, muscle tightness and paraesthesia with essure. The reporter considered amnesia, arthralgia, disturbance in attention, fatigue, incontinence, insomnia, menorrhagia, mood swings, myalgia, neuralgia, procedural pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-mar-2020: lawyer (new reporter) provided essure lot number. Patient's initials were amended. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz on 04-aug-2016. The most recent information was received on 16-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('increase or heavy blood loss during menstruation / heavy menstruations') in a 42-year-old female patient who had essure (batch no. 810886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), pain ("pain throughout her body"), vulvovaginal pain ("pain in vagina / twinges of pain in the vagina: it feels as though everything is hanging out down below / vaginal nerve pain"), coital bleeding ("contact bleeding"), incontinence ("incontinence"), hair disorder ("hair problems/ hair loss"), arthralgia ("arthralgia"), myalgia ("muscle pain"), muscle tightness ("high muscle tension"), neuralgia ("neuralgia"), neuromyopathy ("nerve and muscle deficits"), pain in extremity ("sharp pain in her legs / pain in her right leg"), paraesthesia ("tingling"), autoimmune disorder ("autoimmune disease"), fatigue ("tiredness / fatigue / chronic fatigue got continually worse"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dyspnoea ("shortness of breath"), nerve pain ("rectal nerve pain"), abdominal pain upper ("stinging pains in her stomach"), increased tendency to bruise ("spontaneous bruising"), tooth disorder ("dental problems"), visual impairment ("deteriorated eyesight"), dysphagia ("swallowing difficulties"), aphonia ("loss voice") and skin lesion ("sores on her body"). The patient was treated with surgery (2 surgeries to remove essure and fallopian tubes, uterus and cervix were also removed.). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, dyspareunia, procedural pain, pain, vulvovaginal pain, coital bleeding, incontinence, hair disorder, arthralgia, myalgia, muscle tightness, neuralgia, neuromyopathy, pain in extremity, paraesthesia, autoimmune disorder, fatigue, insomnia, mood swings, amnesia, disturbance in attention, dyspnoea, nerve pain, abdominal pain upper, increased tendency to bruise, tooth disorder, visual impairment, dysphagia, aphonia and skin lesion had resolved. The reporter provided no causality assessment for hair disorder, muscle tightness and paraesthesia with essure. The reporter considered abdominal pain upper, amnesia, aphonia, arthralgia, autoimmune disorder, coital bleeding, disturbance in attention, dyspareunia, dysphagia, dyspnoea, fatigue, incontinence, increased tendency to bruise, insomnia, menorrhagia, mood swings, myalgia, neuralgia, neuromyopathy, pain, pain in extremity, procedural pain, skin lesion, tooth disorder, visual impairment, vulvovaginal pain and nerve pain to be related to essure. The reporter commented: the events developed almost immediately after essure insertion. She had to undergo two surgeries for essure removal and for removal of fallopian tubes, uterus and cervix. After the surgical removal of essure her symptoms disappeared. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: a new reporter type (lawyer), the date of essure removal and new adverse events were provided: nerve and muscle deficits, pain throughout her body, fatigue, sharp pain in her legs, shortness of breath, autoimmune disease, contact bleeding, pain in her right leg, dyspareunia, vaginal and rectal nerve pain, stinging pains in her stomach, spontaneous bruising,dental problems, hair loss, sores on her body, suffered from deteriorated eyesight, swallowing difficulties. Outcome for all adverse events were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('increase or heavy blood loss during menstruation / heavy menstruations') in a 42-year-old female patient who had essure (batch no. 810886) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("painful placement"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), dyspareunia ("dyspareunia"), pain ("pain throughout her body"), vulvovaginal pain ("pain in vagina / twinges of pain in the vagina: it feels as though everything is hanging out down below / vaginal nerve pain"), coital bleeding ("contact bleedings"), incontinence ("incontinence"), alopecia ("hair problems/ hair loss"), arthralgia ("arthralgia"), myalgia ("muscle pain"), muscle tightness ("high muscle tension"), neuralgia ("neuralgia"), neuromyopathy ("nerve and muscle deficits/loss"), pain in extremity ("sharp pain in her legs / pain in her right leg"), paraesthesia ("tingling"), autoimmune disorder ("autoimmune disease"), fatigue ("tiredness / fatigue / chronic fatigue got continually worse"), insomnia ("insomnia"), mood swings ("mood swings"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), dyspnoea ("shortness of breath"), nerve pain ("rectal nerve pain"), abdominal pain upper ("stinging pains in her stomach"), increased tendency to bruise ("spontaneous bruising"), tooth disorder ("dental problems"), visual impairment ("deteriorated eyesight"), dysphagia ("swallowing difficulties"), aphonia ("loss voice") and skin lesion ("sores on her body"). The patient was treated with surgery (2 surgeries to remove essure and fallopian tubes, uterus and cervix were also removed.). Essure was removed on (B)(6) 2016. At the time of the report, the heavy menstrual bleeding, dyspareunia, procedural pain, pain, vulvovaginal pain, coital bleeding, incontinence, alopecia, arthralgia, myalgia, muscle tightness, neuralgia, neuromyopathy, pain in extremity, paraesthesia, autoimmune disorder, fatigue, insomnia, mood swings, amnesia, disturbance in attention, dyspnoea, nerve pain, abdominal pain upper, increased tendency to bruise, tooth disorder, visual impairment, dysphagia, aphonia and skin lesion had resolved. The reporter provided no causality assessment for alopecia, muscle tightness and paraesthesia with essure. The reporter considered abdominal pain upper, amnesia, aphonia, arthralgia, autoimmune disorder, coital bleeding, disturbance in attention, dyspareunia, dysphagia, dyspnoea, fatigue, heavy menstrual bleeding, incontinence, increased tendency to bruise, insomnia, mood swings, myalgia, neuralgia, neuromyopathy, pain, pain in extremity, procedural pain, skin lesion, tooth disorder, visual impairment, vulvovaginal pain and nerve pain to be related to essure. The reporter commented: the events developed almost immediately after essure insertion. She had to undergo two surgeries for essure removal and for removal of fallopian tubes, uterus and cervix. After the surgical removal of essure her symptoms disappeared. Lawyer reported essure lot # 810886 manufacturing release date was (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: new reporter type (lawyer) added and imdrf codes updated. Lawyer reported essure lot # 810886 manufacturing release date was 25 january 2011. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 04-nov-2016 from a patient via letter in which she holds bayer liable for the damage caused. On (B)(6) 2012 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-nov-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 295 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. The xenobiotic material has been removed. This event, seen as menorrhagia, is anticipated in the reference safety information for essure. Menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case is regarded as incident because a device removal was required. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.